Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an elderly patient transferred from community to tertiary center with acute myocardial infarction and cardiogenic shock. The impella cp pump was placed but there was ventricular tachycardia on day after implant treated by defibrillation. Pump remained on for 3 days and then expired on support. The relationship between the impella and cause of death is unknown.